Event description:
It was reported the valve was explanted more than ten years postoperatively due to an impeded leaflet. This is the pt's third mitral valve procedure. Additional info has been requested.

Manufacturer narrative:
The results of this investigation indicated the valve contained scanty limited pannus overgrowth adjacent to one pivot guard with scanty residual organizing thrombus at its apex. There was no evidence was found to suggest the pannus, thrombus, and reported impeded leaflet were due to an intrinsic defect in the valve, as supported by review of the valve's manufacturing traveler and the analysis performed. The cause of the pannus and thrombus remains unk.